Event description:
The physician was using a 2.4fr ehl probe to break up a ureteral calculi. The physician stated that the probe broke and went through the ureter. A grasper was used to retrieve the portion of the probe which had broken off. Pt experienced drop in blood pressure. Possible absorption of normal saline irrigation. Pt was stented post-op. Thirty mins was added to procedure.